Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, benign polyp of uterus, menometrorrhagia, abdominal pain, irregular menstruation, perineal pain, retention of urine and general anesthesia. Previously administered products included for contraception: mirena from 2007 to 2008. Concomitant products included clarithromycin (macrobid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("allergic or hypersensitivity reaction type: hives / rashes or skin conditions type - hives"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss: weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, surgical removal of uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, dyspareunia, urticaria, hypersensitivity, female sexual dysfunction, depression, nausea, tooth disorder, fatigue, gastrooesophageal reflux disease, alopecia, allergy to metals and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, nausea, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Patient reports, most if not all symptoms decreased after essure removal trailing coils: left = 4, right = 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: quality safety evaluation of ptc (product technical complaint) incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, benign polyp of uterus, menometrorrhagia, abdominal pain, irregular menstruation, perineal pain, retention of urine and general anesthesia. Previously administered products included for contraception: mirena from 2007 to 2008. Concomitant products included clarithromycin (macrobid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("allergic or hypersensitivity reaction type: hives / rashes or skin conditions type - hives"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux/gi conditions"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("rash/skin condition") and palpitations ("heart palpitation"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, surgical removal of uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, dyspareunia, urticaria, hypersensitivity, female sexual dysfunction, depression, nausea, tooth disorder, fatigue, gastrooesophageal reflux disease, alopecia, allergy to metals, vulvovaginal pain, abdominal pain, rash and palpitations outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, nausea, palpitations, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Patient reports, most if not all symptoms decreased after essure removal trailing coils: left = 4, right = 4. Plaintiff received treatment apareunia, dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event heart palpitation added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, benign polyp of uterus, menometrorrhagia, abdominal pain, irregular menstruation, perineal pain, retention of urine and general anesthesia. Previously administered products included for contraception: mirena from 2007 to 2008. Concomitant products included clarithromycin (macrobid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("allergic or hypersensitivity reaction type: hives / rashes or skin conditions type - hives"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss: weight gain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, surgical removal of uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, dyspareunia, urticaria, hypersensitivity, female sexual dysfunction, depression, nausea, tooth disorder, fatigue, gastrooesophageal reflux disease, alopecia, allergy to metals and vulvovaginal pain outcome was unknown. The reporter considered allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, nausea, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Patient reports, most if not all symptoms decreased after essure removal trailing coils: left = 4, right = 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: previously reported event ¿injury to herself¿ is replaced with ¿pain / pelvic pain¿. New events ¿ ¿abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), allergic or hypersensitivity reaction type: hypersensitivity/hives, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type: hives, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: acid reflux and hair loss, vaginal pain, nickel allergy¿ added. Lot number, concomitant drug, medical history, lab data, reporter added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 30-year-old female patient who had essure (batch no: b71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, benign polyp of uterus, menometrorrhagia, abdominal pain, irregular menstruation, perineal pain, retention of urine and general anesthesia. Previously administered products included for contraception: mirena from 2007 to 2008. Concomitant products included clarithromycin (macrobid). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("allergic or hypersensitivity reaction type: hives / rashes or skin conditions type - hives"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux/gi conditions"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("rash/skin condition") and palpitations ("heart palpitation"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, surgical removal of uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, dyspareunia, urticaria, hypersensitivity, female sexual dysfunction, depression, nausea, tooth disorder, fatigue, gastrooesophageal reflux disease, alopecia, allergy to metals, vulvovaginal pain, abdominal pain, rash and palpitations outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, nausea, palpitations, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Patient reports, most if not all symptoms decreased after essure removal trailing coils: left = 4, right = 4. Plaintiff received treatment apareunia, dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, benign polyp of uterus, menometrorrhagia, abdominal pain, irregular menstruation, perineal pain, retention of urine and general anesthesia. Previously administered products included for contraception: mirena from 2007 to 2008. Concomitant products included clarithromycin (macrobid). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("allergic or hypersensitivity reaction type: hives / rashes or skin conditions type - hives"), hypersensitivity ("allergic or hypersensitivity reaction type:hypersensitivity"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), gastrooesophageal reflux disease ("acid reflux/gi conditions"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain / loss: weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and rash ("rash/skin condition"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, surgical removal of uterus and cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, dysmenorrhoea, dyspareunia, urticaria, hypersensitivity, female sexual dysfunction, depression, nausea, tooth disorder, fatigue, gastrooesophageal reflux disease, alopecia, allergy to metals, vulvovaginal pain, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Patient reports, most if not all symptoms decreased after essure removal trailing coils: left = 4, right = 4. Plaintiff received treatment apareunia, dysmenorrhea, pelvic pain, abdominal pain, dyspareunia, menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. New events abdominal pain, allergy: rash/skin were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.